Event description:
Reportable based on analysis completed on 18-nov-2011. It was reported that during a coronary stenting treatment procedure difficulty advancing occurred. The physician attempted to introduce a non bsc guide wire into the lumen of the 3.5 x 32mm promus element mr stent delivery system and felt significant resistance and could not advance the catheter. Using the same guide wire, the procedure was completed with two shorter promus element stent delivery devices successfully. No patient complications were reported and the patient's status is fine. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, stent damage, tip damage and distal inner lumen damage was also noted. A visual and microscopic examination identified proximal stent damage. Struts on the 1st row from the proximal edge were raised and misaligned. The tip was slightly flared and a kink was identified approximately 4mm from the tip of the device. The balloon was tightly wrapped and was not subjected to any positive pressure. The distal inner was folded back on itself just distal to the bicomponent weld. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).